Event description:
Related manufacturer reference number: 2017865-2025-14710. It was reported that a patient presented with discomfort noted. Examination noted dislodgement due to twiddling of the right ventricular and atrial leads, resulting in extra cardiac stimulation and the reported discomfort. This was confirmed with x-ray imaging. Both leads were explanted on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement and extra cardiac stimulation. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged.